Manufacturer narrative:
Date of the event (B)(6) 2019. Is an estimate if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. An elective replacement indicator (eri) was reported and the caller wanted to know what it meant. The definition of eri as well as the typical time between eri and end of service (eos) was reviewed for the caller. There was dissatisfaction/allegation with the ins longevity. The patient was redirected to the health care professional (hcp) to discuss further, the patient's replacement surgery will be on (B)(6) 2019. Caller noted that it was at 2.5. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.